Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set kinked tubing event on (B)(6) 2025. Blood glucose level was high at the time of the event. Therefore, patient took multiple bolus for the treatment. No further information available.